Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was 400 mg/dl. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with insulin drip. Customer declined to perform carelink upload. The insulin pump will not be returned for analysis.